Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system had an untreated episode due to noise oversensing in the primary vector. No inappropriate therapy was provided. Provocation maneuvers were performed, and the noise was unable to be reproduced. Electrode damage is suspected but has not been confirmed. System impedances remain within normal range. Technical services (ts) reviewed device data and recommended troubleshooting. The secondary vector was free of noise with acceptable measurements. This s-ICD system was programmed to the secondary vector, with further follow-up expected. This s-ICD system remains in-service. No adverse patient effects were reported. Additional information was received. This s-ICD system delivered an inappropriate shock while the device was still programmed in the primary vector. The patient was admitted to the hospital, and the s-ICD system was deactivated pending system replacement. This investigation will be updated when further information becomes available. No additional adverse patient effects were reported. Additional information was received. This s-ICD system was successfully explanted and expected to be returned to boston scientific for analysis. No additional adverse patient effects were reported. The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system had an untreated episode due to noise oversensing in the primary vector. No inappropriate therapy was provided. Provocation maneuvers were performed, and the noise was unable to be reproduced. Electrode damage is suspected but has not been confirmed. System impedances remain within normal range. Technical services (ts) reviewed device data and recommended troubleshooting. The secondary vector was free of noise with acceptable measurements. This s-ICD system was programmed to the secondary vector, with further follow-up expected. This s-ICD system remains in-service. No adverse patient effects were reported. Additional information was received. This s-ICD system delivered an inappropriate shock while the device was still programmed in the primary vector. The patient was admitted to the hospital, and the s-ICD system was deactivated pending system replacement. This investigation will be updated when further information becomes available. No additional adverse patient effects were reported. Additional information was received. This s-ICD system was successfully explanted and expected to be returned to boston scientific for analysis. No additional adverse patient effects were reported.